Event description:
It was reported that the patient reported experiencing pain and weakness in his lower left back that radiated down his left leg despite turning off the spinal cord stimulator (scs). The physician believed that the patients symptoms were not device related. The patient presented to the emergency room for evaluation.